Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 26 mm -3 v40 taper vit head; cat# 6260-5-026; lot# 49531802. Size 5 accolade ii 132 deg; cat# 6720-0535 ; lot# 50475103. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. .

Event description:
Patient had a ptha hemiarthroplasty on (B)(6) 2015. On follow up by phone it was found that the patient had a revision due to mechanical failure outside the institute.